Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'system error 345' could not be evidenced through the event history log (ehl) review or confirmed during evaluation. The reported condition was not verified. The device was found within specification in relation to the reported system error 345. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.